Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2020-00381; 1627487-2020-00382; 1627487-2020-00389. It was reported that the patient was initially implanted with 4 leads, however after recent imaging, the patient is currently only implanted with 1 lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.